Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name ; product ID 9735825 (lot: -); product type: 2543-mnav - system h3: no parts have been received by the manufacturer for evaluation. Codes b17, c20, d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the cord to the break out box closer to the box itself the connection came loose. The medtronic representative (rep) was able to screw it back on. Wires were not frayed. No patient was present. Additional information was later received. The rep called to report that after adjusting the screws on the break-out-box and testing it on the system, the system displayed a localizer faulted error. The rep swapped the break out box with one from another system and that one did not display the error. The rep was no longer at the site to run print diagnostics. The rep did not know if the localizer faulted error was displaying prior to adjusting the screws since the rep did not test the break out box on the system beforehand.

Manufacturer narrative:
H3/h6 - a manufacturer representative went to the site to service the system. The em interface was replaced. Evaluation of the returned em interface confirmed the event. The returned em interface would not power on. As reported, the cable leading into the chassis was loose, as the internal nut had backed off of the threads. As a result, the internal wires were severely twisted, due to manually trying to tighten the cable. Two internal wires were found to contain damaged, exposing bare wires. Codes b01, c02, d02 apply. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.